Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during an unk procedure, gas leaked. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.